Event description:
The customer reported via phone call that the insulin pump had a display anomaly. It was also found a button error alarm occurred on the insulin pump. Th customer also reported the insulin pump screen was flashing white and had siren sounds. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white light on the display due to vertical cracked lcd controller. Unable to verify button error alarm due to flashing white light on the display. No damage in the keypad assembly noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.